Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lots that would have contributed to this event and a review of the complaint history identified no indication of a lot-specific product issue. The reported patient effect of tissue damage, as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. Based on all available information, the reported single leaflet device attachment (slda) is a cascading event of tissue damage. The reported poor imaging was due to the patient anatomy. A cause for the reported tissue damage could not be determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other clip delivery system is filed under a separate medwatch report number.

Event description:
This is filed for single leaflet device attachment and tissue damage. It was reported that this was a mitraclip procedure performed to treat degenerative mitral regurgitation (mr) of grade 4. The patient anatomy included a posterior flail. Imaging was challenging due to the patient anatomy. The first clip was positioned on the leaflets and deployment was initiated. Upon deployment, the clip opened to 60 degrees and then detached from the anterior leaflet. A second clip was then implanted to stabilize the clip. No issues were noted; however, this clip tore free from the posterior leaflet, with a portion of the leaflet remaining in the clip. A third clip was placed in between the first two clips, stabilizing both clips. The mr was reduced to grade 1-2. Post procedure, the patient was in stable condition.